Event description:
As reported to coloplast thought not verified, pt was implanted with aris mesh. Later the pt experienced mesh erosion and exposure, bleeding, dyspareunia, abdominal pain, scarring, urinary problems and infection. A laparoscopy, lysis of adhesions, left salpingo oophorectomy, mesh revision and removal of scar tissue were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.